Event description:
It was reported that patient underwent right orthopaedic salvage system knee revision of non biomet product in (B)(6) 2011 for unknown reason. A subsequent revision was performed (B)(6) 2012 due to tibial fracture. All oss product was removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. Under adverse effects number 16 states: "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 6 of 9 mdrs filed for the same event (reference 1825034-2012-02352/ 02360).